Event description:
It was reported the device exhibited an 'auxiliary control unit watchdog' error. The fault occurred while in use, there was unknown adverse patient effects.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case, and a damaged right plunger case. A 'acu watchdog and primary audible alarm post'. Alarms were found in the event history log. Functional testing was unable to duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.